Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. For clarification, the mcs instrument does not have a wire that is visible to the customer, therefore the reported complaint is likely related to the grip cable. The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken black conductor wire. A same backup instrument was used for the procedure. The procedure was completing as planned with no reported injury.